Event description:
It was reported that the keypad on the insulin pump was intermittently unresponsive. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. The insulin pump was also received with a minor scratched display window, a cracked case display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.